Event description:
Analysis results reported damaged connector pins in the connector of the recharger and in the connector of the desktop charger.

Event description:
It was reported that the patient did not feel any stimulation. It was noted that the implantable neurostimulator (ins) was explanted on (B)(6) 2013. It was also reported that the charging system would not start after ¿connecting the system to the energy charge and recharge during a lightning storm. ¿it was later reported that it had not been clear what had happened with the device until the ¿specialist¿ decided to remove it.

Manufacturer narrative:
Analysis of the recharger (B)(4), found of damaged connector pins in the connector of the recharger. Analysis of the neurostimulator (B)(4), found no significant anomaly. The ins was received in an overdischarged condition. There was no telemetry and no output. Telemetry and output were restored after performing one physician mode recharge with a known good recharger. The returned recharger could not be used because it could not be charged since the connector pins on the recharger and desktop charger were damaged. According to the trace report taken from the ins, the last time the ins battery was recharged while implanted was on (B)(6) 2011. The ins battery depleted to the lock mode on (B)(6) 2011 and subsequently went to an overdischarged condition. It does not appear the ins was used from this time until it was explanted on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2011, product type recharger. (B)(4).